Event description:
It was reported by a company representative that a physician mentioned that he was a pt who suffers from painful stimulation with low output currents and that he is thinking about explanting the device. Physician stated that this pt reacts sensible to all changes of this therapeutic scheme, including medications. The company representative offered the physician assistance regarding all these problems, suggested additional parameter changes to optimize outcome and minimize side effects. Additional info was received from the company representative indicating that the reporting physician was not providing any further detail regarding the pt and the event for the moment. Good faith attempts from additional info have been unsuccessful to date.